Event description:
Sterile product had what appears to be blood and hair inside packaging. Arrow international ref (B)(4) two-lumen central venous catheter. Lot # 71f18c1676. Product was opened and passed onto sterile field but then apparent contamination was noted and packaging and product were sequestered.